Event description:
The device was used for an off-label indication. The device was used to treat over an open wound. The area developed necrotic tissue approximately 3.5cm x 2.5cm that required medical intervention. The patient has a pre-existing condition of a reoccurring chronic wound with poor circulation that may have caused or contributed to the necrotic tissue.